Event description:
The patient has two leads from the same lot number. It was reported the patient felt unintended stimulation in his ribs. X-rays showed the leads appear to have migrated. Follow-up indicated surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.